Event description:
After using oral b rinse for dry mouth I developed the following: swollen, cracked and red lips, swollen tongue, bad headache, and excessive saliva where I had to spit a lot. I had a difficult time going to sleep because I was nervous. I was fearful of going to sleep because I did not know what would happen. Finally drifted off to sleep after hours of tossing and turning.